Event description:
Review of service data detected a reportable event. During servicing, belt sn (B)(4) failed the hi-pot test. The last pt to use this belt did not report any deficiencies.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. As received, the belt failed the incoming hi-pot test. The cause of the test failure is an open black (main batt) wire in the trunk cable. The cause of the open wire cannot be positively identified but is likely excessive force placed on the cable. No adverse event resulted from the damaged electrode belt connector. The last patient to use this electrode belt did not report any deficiencies. (B)(4).